Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial:(B)(4). Batch: 5104218 / 5104331.

Event description:
It was reported that the patient had screws loose from the previous spinal cord stimulator (scs) and that caused patients pain. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned as they were thrown out by the hospital.